Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location [blank]") and pelvic pain ("severe pelvic pain / pain/pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure reportedly inserted (B)(6) 2011, approximately 37 days after live birth" on (B)(6) 2011 and device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included parity 3. Concurrent conditions included metrorrhagia, shortness of breath, dyspnea exertional, abdominal pain, dizziness and dysfunctional uterine bleeding. Concomitant products included ethinylestradiol; norgestimate (sprintec), medroxyprogesterone acetate (provera) and paracetamol (acetaminophen) since (B)(6) 2011. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), fatigue ("fatigue/fatigue"), migraine ("migraines/migraine/headache"), weight fluctuation ("weight gain/loss"), headache ("headaches/migraine/headache"), depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant). In 2013, the patient experienced nausea ("nausea/nausea"). In 2014, the patient experienced alopecia ("hair loss/hair loss") and allergy to metals ("nickel allergy/nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), pain in extremity ("leg pain") and back pain ("lower back pain") and was found to have uterine leiomyoma ("fibroids on my uterus") and hormone level abnormal ("hormonal changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, uterine leiomyoma, urinary tract infection, fatigue, alopecia, hormone level abnormal, migraine, nausea, allergy to metals, rash, skin disorder, weight fluctuation, headache, depression, anxiety, dyspareunia, dysmenorrhoea, pain in extremity and back pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. On (B)(6) 2017 patient had ultrasound transvaginal resulted in uterine fibroid disease, dysfunctional uterine bleeding. Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received - new event essure micro-insert implanted earlier than 6 weeks after delivery was added. Medical history added. Amendment: event device dislocation upgraded in seriousness and incident category. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.